Event description:
It was reported that this pacemaker declared a lead safety switch (lss) due to high out-of-range pacing impedances on the right ventricular (rv) lead, measuring greater than 2000 ohms. The impedances were 456 ohms and the thresholds were 2.1 v in the unipolar configuration. It was also noted the lead had consistently high thresholds. The physician planned to continue to monitor and replace the lead when they replaced the device for normal battery depletion (nbd). At this time, the pacemaker and rv lead remain in service. No adverse patient effects were reported.

Event description:
Additional information was received which indicated this right ventricular (rv) lead was surgically abandoned and replaced. The pacemaker was explanted and replaced due to normal battery depletion (nbd). No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to model number and serial number.